Event description:
It was reported that during a surgical procedure at the user facility the device wouldn't charge which caused a 30 minute delay to the procedure. Back-up equipment was used to successfully complete the procedure. No medical intervention was reported.

Manufacturer narrative:
Failure analysis is in progress.

Event description:
It was reported that during a surgical procedure at the user facility, the device wouldn't charge which caused a 30 minute delay to the procedure. Back-up equipment was used to successfully complete the procedure. No medical intervention was reported.

Manufacturer narrative:
The reported event was confirmed. The device was repaired on site and returned to service.